Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised because of a peri-prosthetic fracture, treated with a femoral nail. Poly wear of the patella was noted.

Manufacturer narrative:
The device associated with this report was not returned. The product code and lot code required in retrieving the device history records for reviewing and searching the warsaw and international complaint database were not provided. The investigation could not draw any conclusions about the device wear without the product to examine; however, wear of polyethylene knee device after approximately fifteen years implantation should not be unexpected. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.